Event description:
Patient underwent exploratory laparotomy and ileocolectomy for apparent mesenteric ischemia. Patient was transferred to the ICU, intensive care unit, for volume resuscitation and clinical stabilization. Patient had a right internal jugular cordis placed in the operating room, with a triple lumen catheter insert placed. In preparation of transfer from the ICU, the ICU resident replaced the cordis and inserted a standard triple lumen catheter. After standard sterile preparation, the catheter was replaced using a seldinger technique. A wire was inserted through the brown hub of the insert, then the cordis and insert were removed. There was slight resistance to the wire insertion. On examination of the device after removal, the cordis was intact, but the resident did not inspect to ensure that the tip of the insert was present within the cordis. The tip of the insert should extend beyond the cordis approximately 3 centimeters. A standard triple lumen catheter was threaded over the wire and sutured in place. Post placement cxr, chest x-ray, showed what appeared to be a portion of the catheter insert in the inferior vena cava. A CT, computerized tomography, scan was obtained that confirmed a discontinuous piece of catheter in the vein. The portion of catheter was removed during an interventional radiologic procedure without serious sequelae. The resident and attending physician believe that the device "separated", causing a piece of the insert to be sheared off by the guidewire.